Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased from 9.5 years to 6 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or reanalysis in 90 days was recommended. This device remains in service. Due to the age of this patient the device is expected to continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased from 9.5 years to 6 years in 1 year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement or reanalysis in 90 days was recommended. This device remains in service. Due to the age of this patient the device is expected to continue to be monitored. No adverse patient effects were reported.